Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used during a cranial biopsy. It was reported that the cranial biopsy needle was not recognized by the navigation system. It was reported that a second biopsy needle was opened without resolution. Depth of the biopsy could not be measured by the navigation system due to the reportedissue. Manual measurement was conducted and the biopsy proceeded with collection of a diagnostic sample. There was no reported impact on patient outcome.